Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operable. The failure was verified. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other related discrepancies to the reported complaint encountered in the internal inspection of the cycler. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A review of the device history record (DHR) revealed one problem related to the reported blank screen from failure analysis. A t1 transformer of the inverter board was shorted on 10/28/2020. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during an unknown phase of treatment. The ok, stop and touchscreen were on and pressed, however the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted, ok and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The pdrn could not confirm if the patient completed treatment on the night of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.